Manufacturer narrative:
Eval summary: qa analysis revealed that the sds was returned with contrast in the inflation lumen and on the distal shaft, proximal shaft and hypotube. There was no blood visible. The stent implant was dislodged from the balloon and not returned. The balloon was tightly folded with crimp marks visible between the markers. There were two kinks in the hypotube 1 cm and 2.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. There were no kinks or damage noted to the inner member or tip. The protective sheath was returned. The tip seal length was measured and met mfg criteria. Pin gages were used to measure the inner diameter of the protective sheath. Product performance engineering reviewed the incident info and analysis of the returned product. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, product size selection or placement technique, interactions with other devices, damage to the stent implant or the sds, and accessory device support. The anatomical condition of the pt was described as mildly tortuous and moderately calcified, which likely contributed to the failure to cross. The analysis noted contrast in the inflation lumen and on the distal shaft, proximal shaft and hypotube, which is consistent with handling and prep. The tip seal length and inner diameter of the protective sheath were measured and met mfg criteria. It was confirmed that stent implant was dislodged from the balloon and not returned. However, crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The mfg records were reviewed for this lot and there were non-conformances that could have contributed to this complaint. The lot release testing results were reviewed and all samples met all mfg criteria including stent placement, crimped stent outer diameter and stent dislodgement force. It is possible that during the attempted advancement of the sds, the stent implant became loosened during the interaction with the anatomy and then dislodged into the vessel when the stent interacted with the tip of the guiding catheter. Additionally, two kinks in the hypotube were noted distal to the strain relief tubing. This damage was not reported, however, the hypotube likely kinked during handling as it was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported inability to advance or stent dislodgement. In this case, the reported inability to advance, stent dislodgement, kink, and subsequent removal of a foreign body appear to be related to circumstances of the procedure and not a product quality deficiency. This MDR is considered to be closed by the product performance group.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the procedure was to treat a calcified lesion with a bend in the proximal right coronary artery (rca). After pre-dilatation, a 2.75 x 18 mm xience v stent delivery system (sds) was used in attempt to cross the lesion. However, the sds got stuck in the proximal end and the stent dislodged from the balloon. The sds was withdrawn and a snare device was used to retrieve the dislodged stent. The procedure was abandoned, and the pt was advised to undergo surgery. No add'l event or pt info is available.